Event description:
It was reported that upon removing the right ventricular (rv) lead from the package for implant, that the rv lead distal tip was noted to be bent. The rv lead did not straighten out completely with a stylet. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.